Manufacturer narrative:
The 8mm cadiere forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
On 04/10/2025, intuitive surgical inc. (Isi) received voluntary medwatch user facility report (B)(4) stating: cadiere broke during procedure. Small wire sticking out.